Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint rt340 breathing circuit is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint evaqua expiratory limb of the breathing circuit was visually inspected and pressure tested. Results: the visual inspection revealed a hole approximately 30 cm away from the patient end connector. The hole had the appearance of having been punctured or scratched with a blunt object. The pressure test revealed excessive leak, due to the observed damage. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: based on inspection of the hole, the complaint evaqua expiratory limb of the breathing circuit was punctured or scratched by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production, possibly during storage or setup. (B)(4). Our user instructions advise the user to "fit only supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." The rt340 user instructions include the following statement: "set appropriate ventilator alarms", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures. It also advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage". (B)(4).

Event description:
A distributor in (B)(4) reported that an rt340 adult breathing circuit was leaking. This was found during an inwards goods inspection.

Event description:
A distributor in (B)(6) reported that an rt340 adult breathing circuit was leaking. This was found during an inwards goods inspection.